Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the trunk cable connector was cracked and there was an open -5v wire inside the trunk cable. The cause of the test failure is the cracked connector and open wire. The root cause of the cracked connector and open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.